Event description:
Event desc: elderly pt with long-standing hip problems, including dysplasia. Pt was admitted to the operating room in early fall of 2010 for right total hip arthroplasty. Two weeks post-operatively, the pt had very rapid onset of pain in the groin of their right hip. Radiographs showed a fracture of the medial collateral lateral plate and loss of position of the cup. Pt implants include a biomet dual geometry 58mm revision cup w/36-mm 10" high wall polyethylene liner. Pt had a reused femoral stem and head. Health professional's impression: the acetabular component was noted to be spun and unstable, which was removed without complication. His was followed by identification of the fracture. Pt had soft tissues from inside the pelvis that were visible in the region of the previous quadrilateral plate. Pt had a very small fracture line anteriorly, however, posteriorly and superiorly the implant was intact. The fracture posteriorly was distal to what could be seen in the posterior column in the region of the ischium. There was no instability and the implant was tested thoroughly with a cobb elevator and curettes. Reaming was completed to obtain rim fit.

Manufacturer narrative:
If add'l info becomes available then, it will be submitted in a supplemental report.